Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty procedure that the pins were set with difficulty and then could not be removed. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of 7 deg left cut guide found signs of repeated use, scratches, nicks and gouge burrs were identified on edge surfaces of the device. 0 degree pilot holes are to specification. Review of dimensional analysis determined that the device height and width are within specifications. No pins remain stuck in holes as reported in complaint. DHR was reviewed and no discrepancies were found. The complaint is considered unconfirmed as 0 degree pilot holes are conforming to print and no pins remained stuck on the holes as reported in the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated corrected expiration date-na if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.